Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5076-52 implantable pacing lead (B)(6) 2013; addrl1 implantable pulse generator (ipg) (B)(6) 2013. (B)(4).

Event description:
It was reported that one day post implant the right ventricular and right atrial leads were found to be dislodged. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.